Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: during investigation, there were cs087 alarms observed in the black box & alarm history. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure is written as ¿cs87¿ failure in black box. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms duplicated during investigation. The bolus performed successfully with no cs alarms duplicated. The pump cover was removed and there was no evidence of internal moisture observed. There was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).